Manufacturer narrative:
(B)(4). The customer has been contacted for additional patient event information, event details, and the return of the co2 filterline. The investigation is currently ongoing.

Event description:
During an emergency response to a cardiac arrest, the medic on scene placed an endotracheal tube in the patient and the co2 sampling line in use wasn't working. It was reported that there was a kinked airway involved. The medic reintubated the patient with a second endotracheal tube. The medic did not put the patient back on end tidal, and could not tell if the co2 sampling line consistently failed or if the endotracheal tube had been placed in the esophagus. The patient died and may have had a pulmonary embolism. The customer stated she believes this is an issue with the service provider. She does not believe the co2 equipment contributed to the event.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).